Manufacturer narrative:
Product ID: 3889-28, lot# va07161, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer. (B)(4).

Event description:
It was reported that there was pain and a bump where the implantable neurostimulator (ins) was placed. The day prior to the report, the patient noticed a small bump above her tailbone on the right side, although the surgery happened on the left side which was the opposite side of the ins. The patient believed that the ¿part¿ was part of the surgery where the wire was connected. The patient did not know if the wire moved or was normal. The bump was not red but there was pain on it ¿a little bit and more on the left upper side of where the ins was placed.¿ the patient had told a health care provider (hcp) and was waiting to hear back. The patient also stated that when she peed it was ¿inconsistent¿ and was worried about if the ins was connected or moved. The patient was not sure if it was connected or not. The patient did not feel stimulation all the time and stated it was ¿on or off.¿ the patient noted that when she was sitting she did not feel stimulation but did feel it if she was standing. The patient had increased stimulation from 0.7 to 1.2 volts based on symptoms relief and sensation. The patient had an appointment with her hcp scheduled for (B)(6) 2013. About two weeks later, it was reported that the patient felt stimulation in her pelvic floor and at the ins site. The patient stated that she thought her ins moved but her hcp did not. The patient stated that it seemed her urgency was gone one day and then it came back on another day. The patient noted that it helped her ¿about 40%.¿ the patient stated that stimulation at 1.6 was too high for her. The patient sometimes did not feel stimulation. Four days later it was reported that the patient was not getting the proper ¿support.¿ the patient stated that it was not working the way it should. The patient had 50% reduction of symptoms, but sometimes she still had some urgency. The patient did not think she had the right program as she sometimes felt stimulation in the ins pocket area and sometimes in the pelvic floor area. The patient intended to call her hcp and make an appointment. Three days later it was reported that the patient had a loss of therapeutic effect. The patient stated that in the past ¿two to three weeks¿ she had been noticing symptom return. The patient noted that she had to use the bathroom sixteen times the day prior to the report. The patient felt stimulation mostly at the ins site. The patient was at 1.6 and if she tried to increase stimulation more, it was painful at the ins site and pelvic floor. If the patient decreased stimulation, she could not feel it. The patient had no falls or traumas recently. The patient did not see other program options available when receiving assistance. Three days later it was reported that the patient still had concerns regarding her device or therapy but was working with her hcp. The patient had an appointment scheduled the day of the report. Additional information was requested, but was not available as of the date of this report.